Event description:
It was reported that the patient experienced a loss of therapeutic effect and an "out of regulation" message on the patient programmer. Movement or palpating caused no change in stimulation. Impedance measurements showed normal values on the left lead and high values on the right. According to the patient's neurologist, impedances on the right lead were in the 30000 ohm range a few months ago and constantly fluctuated. It was noted that during replacement of the prior implantable neurostimulator (ins), the impedances on the right lead were "bad" and a few months ago the company representative indicated they were unable to adjust stimulation above 5.8 v due to a "charge density" message. The ins was currently set for 5.8 v, 210 us, and 110 hz on with electrodes 6+ 5-. The troubleshooting indicated the oor condition may be due to intermittent short circuiting caused by fluid ingress at the lead-extension connection or extension-adaptor connection. A revision surgery was planned for may. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 7482a51 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; product typ extension product ID 7482a51 serial# (B)(4) implanted: (B)(6) 2008 explanted: na; product typ extension product ID 37651 serial# (B)(4); product typ recharger product ID 3387s-40 lot# v167759 implanted: (B)(6) 2008 explanted: na; product typ lead product ID 3387s-40 lot# v173879 implanted: (B)(6) 2008 explanted: na; product typ lead. (B)(4).

Event description:
Additional information received in (B)(6) 2012, reported the patient continued to complain of dystonias which were now increasing on his left side/arm. It was reported the patient had a "faulty lead in the right globus pallidus internal (gpi). It was noted the physician programmer "refused to increase any parameter on either side" and an out-of-regulation (oor) condition was received. It was also reported the patient experienced "wild" dyskinesias without deep brain stimulation (dbs). In (B)(6) 2012, it was reported the impedance measurements of the patient's previous device were "normal" prior to explant.